Event description:
When performing calibration of pressure amp p1 through p4, p1, p2 & p3 calibrated correctly. P4 would not calibrate with dynatech 217a pt simulator. Static 100 displayed as 65 millimeters of mercury when trying to adjust to 100 millimeter of mercury system display "out of tolerance" type message.